Event description:
Reported due to allergic reaction inquiring intervention. In 2/2006, the physician successfully closed an arteriotomy site with the starclose device following a diagnostic procedure. A femoral angiogram was performed prior to the closure with the following findings: no vessel calcification noted and the site was confirmed to be in the right common femoral artery. Reportedly, the patient returned to the hospital "a few days later" with complaints of "severe rashes over her entire body". It is unknown if she was admitted to the hospital at that time. The patient was positive for a nickel allergy, which is a component of the starclose clip. On an unknown date, she was seen by a dermatologist and prescribed an unspecified "steroid medication". The current condition of the patient is unknown.